Event description:
The customer reported that she has not used her insulin pump for two months due to a frozen screen. The customer stated that she changed the battery, but the issue was not resolved. The insulin pump could not be replaced or troubleshot at the time of the call as the customer did not have it with her. The customer stated that she would call back.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.